Manufacturer narrative:
A1: patient identifier: requested, not releasable. A2: age & date of birth: requested, not releasable. A3: patient sex: requested, not releasable. A4: weight: requested, not releasable. A5: ethnicity: requested, not releasable. A6: race: requested, not releasable. D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: requested, unknown. E1: establishment address: requested, unknown. E1: initial reporter name : requested, unknown. E1: phone number: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: unknown due to unknown catalog and lot number combination. The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw5146077. The event description states that there were intra-operative complications. The patient's blood pressure suddenly dropped during the operation, and the doctor diagnosed a retroperitoneal hematoma. The operation was stopped immediately, and the patient was resuscitated.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is unlikely the use of the ik device was the cause of the retroperitoneal hematoma. It is possible the physician had difficulty gaining access and stuck the patient multiple times at the access site leading to the hematoma. With little information provided, the conclusive cause of the hematoma cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).